Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter had a cracked display. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that the alleged issue occurred on (B)(6) 2012 at 7:30pm. The patient stated that he manages his diabetes with insulin, novolog (1 unit per 8 carbohydrates taken) and flexpen (unknown fixed dosage) and took his usual dose of medication in response to the reported issue. Two days after the alleged issue began, the patient claimed to have developed symptoms of being "shaky and sweaty" but denied receiving any treatment in response to the symptoms. During troubleshooting, cca was informed by the patient that the subject meter was accidentally dropped and was run over by a car. Replacement products were sent to the patient. Although the patient denied receiving any treatment after the alleged issue began, this complaint is being reported because the patient developed symptoms suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.